Manufacturer narrative:
The system was examined and the reported event was not confirmed or replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental medical device report is being filed to correct the g.4 date on the initial report of manufacturing report number: 2028159-2019-00213. Incorrect date of 11/jan/2019 is being corrected to 13/dec/2018.  The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was poor aspiration during the "chop" phase of a phacoemulsification procedure. Additional time was required to aspirate. The procedure was completed without patient harm. There was no error code.